Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
All of the buttons on the insulin pump were working properly. However, slight moisture damage was found at the keypad traces. The device had cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the lcd window.

Event description:
Customer reported that the insulin pump required a rewind when she attempted to bolus. Customer reported that the act button then became unresponsive. Customer did not recall any significant events leading up to this error. Blood glucose level was 177 mg/dl at the time of the call. No further information was provided.